Manufacturer narrative:
(B)(4).

Event description:
The customer reports there were air bubbles in the venous end of the device, suggesting a leakage.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis connector assembly for investigation. Visual inspection of the assembly revealed signs of use and the arterial extension line was indented due to the catheter clamp. No other defect or anomalies were identified. The connector assembly was leak tested by injecting water into each extension line using a lab leak tester. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the assembly was occluded during testing to restrict flow. No leaks or air bubbles were observed in any area of the assembly. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this complaint states that all chronic dialysis catheters should be used as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The IFU warns that the green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism , blood loss, or catheter separation. The IFU also warns to ensure that hub connection assembly cannula is fully seated into catheter and that no cannula is visible. Failure to do so could compromise compression of catheter onto connector and catheter separation could occur. The reported complaint of extension line leakage could not be confirmed by complaint investigation. The returned connector piece passed visual inspection and no leaks were found during functional leak testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for results of this complaint issue.

Event description:
The customer reports there were air bubbles in the venous end of the device, suggesting a leakage.